Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: when using the syringe, white plastic deposits from the plunger are released into the injection solution. Number of patients or persons involved 1 clinical consequences: not known at the moment, but visually it is dangerous to inject plastic micro material. Actions taken: change of the device, quarantine of the batch and vigilance on new batches. Could you inform me about the consequences for the patient and the medical staff? The consequences for the patient would be a plastic embolism in the general circulation and in our coronary angiography activity, an embolism directly in the coronary arteries with direct consequences of death. Has there been any change in the treatment, need for medical intervention? -at the moment, no change, no medical intervention has been recorded. However, each time a plastic deposit has been observed, the syringe has been discarded and replaced. Could you inform me about what is in the device? For certain gestures, procedures, we remove the plunger from the syringe so that the circulating nurse can give us the desired injectable product directly into the syringe in a sterile manner. When the plunger is withdrawn, plastic deposits detach from the base of the plunger and remain in the inner wall of the syringe. If we inject our product into the syringe, we also risk injecting these plastic deposits.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2005260 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: when using the syringe, white plastic deposits from the plunger are released into the injection solution. Number of patients or persons involved 1 clinical consequences: -not known at the moment, but visually it is dangerous to inject plastic micro material. Actions taken: change of the device. Quarantine of the batch and vigilance on new batches. Could you inform me about the consequences for the patient and the medical staff? The consequences for the patient would be a plastic embolism in the general circulation and in our coronary angiography activity, an embolism directly in the coronary arteries with direct consequences of death. Has there been any change in the treatment, need for medical intervention? At the moment, no change, no medical intervention has been recorded. However, each time a plastic deposit has been observed, the syringe has been discarded and replaced. Could you inform me about what is in the device? For certain gestures, procedures, we remove the plunger from the syringe so that the circulating nurse can give us the desired injectable product directly into the syringe in a sterile manner. When the plunger is withdrawn, plastic deposits detach from the base of the plunger and remain in the inner wall of the syringe. If we inject our product into the syringe, we also risk injecting these plastic deposits.